Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a huge rash on her chest and the upper area of her body. The rash was described as red, with broken skin and oozing. The patient's doctor reported that the irritation was due to bed bugs and prescribed an oral antibiotic and a triple antibiotic for the irritation. The patient reported that the medication had no impact on the irritation, and that the irritation improved when she removed the lifevest. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.